Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse cleaned the fire retardant residue and replaced the power supply assembly and rebooted the instrument. The cause of smoke being emitted from the instrument was related to a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from an advia centaur xp instrument. The operator used a fire extinguisher upon observing smoke, but there was no fire. The operator disconnected the power plug from the instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.